Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of over 600mg/dl. The customer's mother was assisted with troubleshooting for the high readings. The customer had symptoms nausea, vomiting and abdominal pain. The customer treated with manual injection. Customer's blood glucose value was unknown at the time of the call. Customer's mother reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The insulin pump passed the high pressure test. Customer's mother was advised to monitor insulin pump until replacement arrived for the missing sticker label. The product will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No packing or labeling anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and missing end cap sticker a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.